Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose after reservoir and set change. Customer's blood glucose was 510 mg/dl. During troubleshooting, found air bubbles in tubing. After troubleshooting, customer was advised to change the entire set. Customer will not be returning the device for analysis.